Event description:
The patient reported their pump sounds a critical alarm when going through security gates at stores. Follow up with the hcp and manufacturer representative indicated, the pump alarms sounds and the store alarms sound when the patient goes through the screening arches. The pump alarm will continue to go on and off every 5-10 minutes for about 30 minutes before it stops. The pump also reportedly alarmed when the patient had a recent CT scan in september. An alarm test was performed and the patient verified it was the sound she was hearing. The patient denies having any other medical devices or implants other than a portacath. The patient also denies having a cell phone or any other electronic devices with her when the alarm goes off. The pump, when interrogated, does not show any occurrences of motor stall or alarms. The alarms are programmed for a one hour interval. Residual volumes during refills have been normal. The patient does not report any signs of withdrawal or significant changes in her pain relief, though she stated she "does not think the pump works as well as it used to." The patient stated she wondered if this "could be her rsd getting worse though." The hcp recommended the patient keep a log of the alarm times. The hcp plans to reassess the issue the next time the patient comes in to the office. The hcp did not recommend further action at this time as all the data is showing the pump is functioning normally. The drug used in the pump is sufentanil 48 mcg/ml, bupivicaine 30 mg/ml and compounded baclofen 75 mcg/ml. The dose of sufentanil is 38.369 mcg/day. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
(B)(4).